Manufacturer narrative:
Returned device was received in worn physical condition. There was wear and tear on the damaged enclosure, front cover, tank cover, and line cord. The pcb is outdated as is the power switch. During the evaluation of the device, the pump was making loud noises and the heater was found to be faulty. It could not be confirmed what caused the issue but the issue was able to be replicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was running loudly and not getting warm. No adverse events were reported.